Manufacturer narrative:
The investigational analysis completed 3/9/2020. The device was inspected and inside pebax looks red. A second closer inspection was performed and a hole and reddish material was observed inside the pebax, exposing metal. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. Then, the force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation. However, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported that about one hour into the procedure, force issue was observed. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on 3/2/2020, a hole and reddish material was observed inside the pebax. The observed hole in the pebax has been assessed as an MDR reportable malfunction, as metal was exposed. The awareness date has been reset to 3/2/2020.